Manufacturer narrative:
Continuation of d10: 5076 lead implant date: (B)(6) 2022 ; 6935m lead implant date: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was alleged to have premature battery depletion, with the device reporting a longevity of less than 12 months. The company¿s technical services were contacted and review of the device¿s data suggested rapid battery depletion based on the settings of the device. However, the battery depletion curve looks normal. It was noted that reduced longevity is clarified due to the device had higher programmed pacing outputs as the atrial channel was programmed at 8.0 v and 1.20 ms for a bit more than 7 months. Thus, this clarifies the rapid depletion but suggest that there was normal battery behavior. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the battery had not yet reached its recommended replacement time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.